Event description:
It was reported the ultrasound gastrovideoscope had a hole in the distal tip. The event was found during a therapeutic endoscopic ultrasound. The procedure was completed using the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation results, no nonconformance were found related to this complaint. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.